Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer administered a bolus. The customer's blood glucose (bg) level ranged from 52-323 mg/dl. The customer reportedly is a brittle diabetic and acknowledged that the bolus was in the correct amount and intentional. Customer ate yogurt to address low bg. System check with tandem technical support was unable to identify a source of the blockage. Reportedly, the customer completed a supply change resolving the occlusion alarm.